Event description:
Philips received a complaint on the intellivue mx800 patient monitor indicating the system speaker is defective. It is unknown if the device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.

Manufacturer narrative:
A philips remote service engineer confirmed that the customer's work order was cancelled. An attempt was made to determine whether the device had sound at the time of the event, but no additional information was provided. If new information is obtained, a supplemental report will be submitted. Reporting institution phone # (B)(6).